Event description:
Consumer called to report accuracy problems. Consumer was doing blood tests and getting high readings; adjusted insulin and experienced a low sugar. Was taken to the ER for treatment.

Manufacturer narrative:
Consumer using product that has expired (exp 06/2006). Unable to conduct quality evaluation on strips, however previous retention test data on this strip lot indicates that lot passed all criteria as required by the specification.